Manufacturer narrative:
(B)(4). (Exemption number e2015036).

Event description:
Pentax medical was made aware of a complaint on 14sep2018 stating "resistance primary biopsy channel during pre-inspection" prior to patient involvement, involving video gastroscope eg-2990i/serial (B)(4) through the pentax medical customer service department. No other information was provided at the time of the report. The colonoscope was returned to pentax medical for evaluation on 20sep2018. The pentax endoscope technician confirmed a rubber check valve blocking the t-piece on 21sep2018. This finding confirmed the customer's complaint. Other inspectional findings included: broken accessory blocking t-piece, bending rubber leak at distal end, control body scratched, residue on distal body, failed dry/wet leak test, bending rubber pinhole, pve connector housing scratched, #2 remote control button cover cracked, insertion tube mild discoloration an stage 1 and 2. The instructions for use (IFU) for reprocessing of pentax video colonoscopes instructs the user to detach the water jet check valve and reprocess separately from the colonoscope. On 06-apr-2016, pentax issued a u.s. Urgent field correction which is an IFU addendum for endoscopes with instrument channels. This addendum covers any operational/cleaning accessories and therapeutic devices which can become lodged in the endoscope's instrument channel. It reminds customers to carefully check that all accessories are intact, that no parts have fallen off and become lodged within the endoscope's instrument/suction channel and to ensure that any therapeutic devices (e.g., clips, stents, balloons, etc.) Passed through the instrument channel and are accounted for after use. The o-rings, seals and remote control button were replaced and the gastroscope was shipped to the customer on 02oct2018.